Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000157436.

Event description:
It was reported that patient had a heart attack and was subsequently intubated and is admitted to the hospital and remains hospitalized. It was noted that the patient has preexisting heart problems and is on blood thinners.

Event description:
Additional information indicated that the leads were pulled when patient was admitted to hospital for heart attack and subsequent heart surgery. Patient has since recovered and is stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.